Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001189 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that during the procedure, the decanav electrophysiology catheter displayed an unknown error on the carto 3 system stating, "defective catheter or cable". The cable was exchanged, however, the issue remained. The catheter was exchanged, and the error resolved. Then, the carto® 3 system then displayed a "20-pole a catheter sensor error," (code unknown), when the pentaray nav high-density mapping eco catheter was connected. The cable was exchanged, however, the issue remained. The catheter was exchanged, and the error resolved. It was also reported that the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium fell apart when inserting the dilator, during insertion into the patient. The sheath was exchanged, and the procedure continued. The valve broke into two or more separate pieces. There was no excessive bleeding. No medical or surgical intervention was required. Extended hospitalization was not required, and the patient was reported to have fully recovered. There was no patient consequence reported. The incidence of ¿defective catheter or cable recognition issue¿ and ¿magnetic sensor error¿ were assessed as not MDR reportable, as the user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. The issue of hemostatic valve separation was assessed as MDR reportable.